Event description:
A presentation titled "influence of experience and the surgical learning curve on outcomes of implantable collamer lens surgery",in a major review of potential complication in 2592 eyes, cataract was the major postoperative complication reported as 5.2%. Of those 15.4% were reported as surgically induced. 33.8% eyes had poor vault (<200 microns)." The primary outcome measure is the development of cataract or endothelial cell loss between those groups. Conclusion, icl implantation provided good refractive outcomes and stability in the long term .there was no significant difference in post-operative ecc loss , cataract development or complications with different level of expertise. Reportedly, questions to the presenter from the moderator disagreed with findings of the presenter as in their own experience the incidence of cataracts is very low if any with evo or v4c. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim# (B)(4).